Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace and sense portion of this right ventricular (rv) lead was surgically abandoned due to oversensing. The shock portion of this rv lead remains in service and a new rv pace and sense lead was implanted. No additional adverse patient effects were reported.